Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm tip-up fenestrated grasper instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable. Correction: primary product batch/lot number under section d was updated to k11240801 0405. Primary product UDI number under section d was updated to (B)(4). Correction: h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the device was defective. At the time of this report, it is unknown when the issue was identified, how the procedure was completed and if the reported event had any impact on the patient.